Manufacturer narrative:
B5 : new information added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2021. It was reported that on (B)(6) 2021, the rod was replaced in re-operation, and it was completed successfully. No paralysis or pain due to rod breakage of the patient had been reported. No further complications were reported.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding a patient who undergone spinal therapy with an indication of rod fracture. It was reported that rods were broken at l5 / s part on both sides. It was unknown whether fragments of the implants or instruments remained in the patient's body or not. It was unknown whether bone fusion had been achieved. Correction and posterior spinal fixation was additional surgery or treatment performed at t9/s2. Procedure performed was revision surgery and replacement of rod was performed. The rods were explanted on (B)(6) 2021, and the products were discarded in the hospital. Initial surgery l5/s1 plif was performed on (B)(6) 2020. Patient symptoms or complications as a result of this event was unknown. In-patient hospitalization or prolongation of existing hospitalization necessity was unknown. Product used correctly according to the directions given in the IFU/labeling. No further complications were reported.